Event description:
The customer reported that when powering on the device it goes through the start-up screen with the color bars and then gives a blank screen with no audio. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.